Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The 93% stenosed, 20mm x2.0mm target lesion was located in the moderately tortuous and lightly calcified left anterior descending artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured 130 cm away from the distal end. No device fragments were left inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a maverick 2 balloon catheter in two pieces. The hypotube and shaft was microscopically examined. The shaft was completely separated/torn 112.7cm from the hub. The fractured/separated ends of the distal shaft are stretched and jagged which indicates the shaft separation was due to tensile forces. The shaft is stretched in numerous locations. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 93% stenosed, 20mm x2.0mm target lesion was located in the moderately tortuous and lightly calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the delivery shaft was fractured 130 cm away from the distal end. No device fragments were left inside the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.